Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 28-feb-2020, serial#: (B)(4), UDI #: (B)(4). No device returned to MFR. Mfg date: 04-sep-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician suspected the pericardial effusion may have been caused by the delivery system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pericardial effusion occurred during the night when the leadless implantable pulse generator (ipg) was implanted. Medical intervention was carried out and the fluid was drained from the heart. The ipg remains in use. No further patient complications have been reported as a result of this event.